Event description:
It was further reported that an explant was planned for (B)(6) 2013. It was further stated that another 60 min countdown (pmr) was done with the same result. The clinician programmer was unable to read the stimulator. Additional information about outcome was requested, if received, a follow up report will be sent.

Event description:
It was reported that the patient was having recharge issues and ¿could not connect.¿ it was noted that they could not establish telemetry with the patient programmer. It was noted that the patient normally charged sitting, but had not tried lying down. It was noted that patient had this problem a couple of months prior to this report and had not had the problem since. The patient had last charged the left implantable neurostimulator (ins) on (B)(6) prior to this report and right ins the day prior to this report. It was noted that the patient got 4-6 coupling boxes and thought it was fully recharged in ¿twenty something minutes.¿ it was further noted that the patient switched charging each side, one side one day and the other side the next day. Patient had never used the patient programmer before. The patient was getting ¿device not supported¿ warning message on the patient programmer when checking the left ins. The programmer software was 2.1. When the patient checked the right ins the patient programmer showed ¿on¿ and ¿ok¿ with a setting of 4.5. The ins icon was fully shaded on the patient programmer for the right ins. The patient received a reposition antenna screen on the recharger for the left ins. Patient usually just held the recharger over the ins and had didn¿t use the holster. It was later reported that there was telemetry issues. It was noted that the clinician programmer was showing ¿invalid serial number had been detected. Reposition programming head and press retry.¿ the patient programmer was still giving the incompatible device message. Patient had 2 rechargeable devices. Tni codes all showed 601. Patient had not had any recent medical procedures or changes in environment. A 20 second physician mode recharge (pmr) was done and following that an invalid s# message appeared on the clinician programmer and the recharger continued to show the reposition antenna message. A second longer pmr was performed, approximately 8 minutes and the invalid s# continued on the clinician programmer after repositioning the clinician programmer. Patient had small changes since implant, but not between the day prior to this report and the day of the report. The patient¿s next appointment was scheduled for (B)(6) 2013. It was later reported tni codes were 0 601 0 31, 3b 47 0d 2, 1 590 03 0, 1a 0c 0e 0, 2 601 03 1, 3d 49 0e 2, 3 591 03 0, 18 0c 0c 0, 4 591 03 0, 18 0c 0c 0, 5 590 03 0, 19 0b 0d 0, 6 590 03 0, 1a 0c 0e 0, 7 590 03 0, 19 0c 0d 0, 8 590 03 0, 1a 0b 0e 0, 9 601 03 3, 41 4d 0c 2. The patient had not used the patient programmer since (B)(6) 2013. It was noted that the patient was told to never use the patient programmer. It was noted that the 601 code tells us that it is an incompatible device address. Additional information received reported the card version was aak. Additional information requested, but had not been received as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found the stimulator ins had an integrated circuit copper trace anomaly. Analysis of the plug found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0apc0, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0a2fn, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3389s-40, lot# va0apc0, implanted: (B)(6) 2013, product type: lead. Product ID 3389s-40, lot# va0a2fn, implanted: (B)(6) 2013, product type: lead. Product ID 3550-29, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The device was used for an off label indication. The therapy the device was uses for was depression.

Event description:
Additional information received reported the device was not able to be read by the clinician programmer or the patient programmer. It was noted that it was not normal battery depletion. The device was used within the patient and there was no patient death.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0apc0, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0a2fn, implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received reported on (B)(6) the patient's device was explanted and replaced. Patient outcome was unknown. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that the analysis findings resulted in a short for the device. There were no related patient symptoms. No further complications are anticipated.